Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen "freezes and does not register touch," and that the pump would unexpectedly shut down. There was no reported impact to blood glucose. No further information was obtained as no customer response was received.